Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported an eri was reported on the non-rechargeable ins in (B)(6) 2018. The patient stated he was getting an eri message on the patient programmer and wanted to know what it was. It was reported the patient was dissatisfied with the ins longevity and asked if it was normal. The patient reported in the last few weeks his parkinson's had "gotten harder" and the patient wanted to know if the eri could affect his therapy. It was noted it was difficult to understand the patient. The patient had an appointment with the health care professional (hcp) scheduled for (B)(6) 2018. No further complications were reported or anticipated.